Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) due to wound infection and an ulcer at the magnet site which caused loss of skin, exposing the device (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.